Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump experienced failure with high acuity patient. It was reported that the pump shutdown with no warning. Reported that pm and inspection was performed with no issue found, and update cleared pump history. No reported adverse effects.